Event description:
During a percutaneous transluminal angioplasty to the right superficial femoral artery (sfa) it was indicated that resistance was met and the stent partially deployed prematurely. Also indicated was that after device retrieval there was a fractured stent tip noticed. Patient had balloon angioplasty of the right (sfa) using cutting balloon catheter a year ago. The current procedure was for restenosis of the same lesion. Procedure was done using a contralateral approach. There was moderate calcification and vessel tortuosity with 90% stenosis present. There were no abnormalities noted during pre-use product inspection. The stent delivery system (sds) was prepared as per the instructions for use (IFU). The guidewire (gw) was inserted across the lesion via 6fr sheath introducer (si). Pre-dilatation was made using the amiia balloon catheter. When the (sds) was advanced towards the lesion over the gw and through the si there was resistance around the tip of the si however advancement was continued towards the lesion. During sds advancement the stent tip was noticed to have partially deployed therefore, the sds was pulled back into the si and retrieved simultaneously. The sds was inspected outside the body and a fracture was seen on tip of the stent. Anothert stent (smart control) and a larger sheath introducer (7fr) were used to end procedure successfully. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.